Event description:
On 07/4/2024, it was reported by an arthrex subsidiary employee via email ar-2324bcc biocomposite swivelock screw cannot be implanted when the knob is turned. Additionally, the shaft was bent. The case was completed using another ar-2324bcc biocomposite swivelock. This was discovered during an ankle internal brace procedure on (B)(6) 2024.

Manufacturer narrative:
The complaint allegation is confirmed upon evaluation of the customer attached picture. Picture evaluation of the customer's attached picture of an alleged ar-2324bcc. It revealed that the bio screw was damaged at the proximal and distal ends making the implant lose geometry. It was noted that the molded swivelock shaft's tip was warped a clear indication of excessive forces during insertion. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. According todfu-0087 at revision 3. G. Precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.